Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. No unlock connector noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported via phone call that the customer had low blood glucose levels and she smelled insulin. The customer stated she found a crack and changed the reservoir, since then she's been having high blood glucose. Customer stated the insulin leaked on her shirt, she was concern the insulin pump can be damaged. Customer stated she smells insulin every time the reservoir is taken in and out. The customer's blood glucose was 220mg/dl. Customer's blood glucose went up to 300mg/dl during the incident and treated with bolus. Also, mentioned the customer's blood glucose went down to 44mg/dl and treated with food. Customer declined further assistance. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.